Manufacturer narrative:
The company rep examined the system and replaced the transducer printed circuit board (pcb) and w9 and w10 communication cables. The system was then tested and met all product specs. A root cause had not been determined. (B)(4).

Event description:
A nurse reported a system message was displayed when the surgeon was about to perform extrusion during a vitrectomy procedure. The surgeon switched to a manual technique to conclude the procedure. There was no harm to the pt.